Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the implantable pulse generator (pacemaker) was performed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. Laboratory analysis did not identify any performance issues that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pulse generator (pacemaker) was unable to be successfully implanted as the patient suffered an asystole episode of less than 5 seconds, presumably caused by right ventricular (rv) loss of capture. However, the physician believed this issue was not related to this pacemaker performance. The sales representative believed the rv lead was not connected properly to the device header, even though the impedance test had already been performed and was adequate. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) was unable to be successfully implanted as the patient suffered an asystole episode of less than 5 seconds, presumably caused by right ventricular (rv) loss of capture. However, the physician believed this issue was not related to this pacemaker performance. The sales representative believed the rv lead was not connected properly to the device header, even though the impedance test had already been performed and was adequate. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.